Event description:
It was reported that the device was broken and leaking. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned with a cracked water tank cover and corroded drain fitting. The device is leaked from the cracked tank cover. Customer damage caused the problem. The water tank cover was replaced.